Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The proximal coil was fractured at 22.3 from the helix end and the distal insulation was damaged in the same area, due to clavicular crush.

Event description:
It was reported that the lead exhibited noise. The lead was replaced.